Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
The user facility reported that the patient suffered a gastrointestinal bleed during impella 5.5 support. Heparin was stopped and blood products were given to manage the condition. Support continued uninterrupted. Two days later, a CT scan revealed that the patient had multiple brain bleeds. The patient expired on support two days later. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.